Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported catheter difficult to flush. No blood return. Catheter removed, and a kink is discovered at 36 cm marking. No other information was provided. Information was received and file were updated for this event as part of a focus survey. The following detail were provided: PICC placed (B)(6) 2020 and removed (B)(6) 2011. Total length 44cm, inserted to basilic vein, exit site 0.5cm, secured with statlock. PICC used for oncology treatment. No known occlusions. Internal leakage identified when PICC was hard to flush, found a kink at 36 cm. Incident occurred about 5 month after insertion. Unknown if there are any xray images. Catheter site cleaned with chlorhexidine solution poured from a bottle (0,5%).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked catheter was confirmed. The product returned for evaluation was one 4 fr s/l powerpicc solo. The returned product sample was evaluated, and a permanent kink impression was observed between the 36 cm and 37 cm depth markings. Dimensional measurements of the catheter tubing near that site found no abnormalities and no damage to the catheter was seen which might have contributed to the creation of that kink. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.